Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection, the device was returned locked open in a trocar. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.

Event description:
The patient came in for a off pump, minimally invasive totally thorascopic procedure. The patient could not take blood thinners due to gi bleed. The clip was inserted into chest through a 12mm trocar. The clip appeared to not open and then close properly, and was not placed on the laa. The clip was then removed through a small incision without difficulty. No compromise occurred to the patient during this procedure. A clip was then successfully placed onto the left atrial appendage with no difficulty.